Manufacturer narrative:
Submit date: 7/23/2018. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states: when they draw the liquid inside the syringe and put a certain volume. When we put the cap, there is a big bubble that enters the syringe and pushes the piston. So at instead of having 1 ml, the piston is stopped at 1.2 ml and there is a big bubble. For narcotics in these syringes, the volume must be very precise. Unfortunately, this is not the case with these syringes. On syringes with larger volume, the difference is not apparent.

Manufacturer narrative:
Submission date: 09/18/2018 an investigation was performed for the reported customer complaint: ¿the customer states: when they draw the liquid inside the syringe and put a certain volume. When we put the cap, there is a big bubble that enters the syringe and pushes the piston. So at instead of having 1ml, the piston is stopped at 1.2ml and there is a big bubble. For narcotics in these syringes, the volume must be very precise. Unfortunately, this is not the case with these syringes. On syringes with larger volume, the difference is not apparent.¿ no lot number was provided. A review of the device history report (DHR) was unable to be performed. However, all dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. Specifically, during the molding process of the barrel: one (1) complete shot of parts are collected at startup and visually inspected and physically tested to verify components are within specification. Throughout the length of production, one (1) complete shot of parts are collected at least every four (4) hours and visually inspected for issues including but not limited to malformations, flash, short shots, or damage that would impair function, holes or splits that may allow loss of sterility or permit leakage and warpage. During the syringe assembly and packaging process, samples are collected at prescribed intervals to visually inspect and physically test to verify components and finished goods are free from issues including but not limited to: damaged product or components, flash, holes, splits, or cracks in barrel which may permit leakage, excessive silicone, and leakage in fluid pathway. Samples are provided to the laboratory at prescribed intervals to perform volumetric testing and silicone amount testing and to verify syringe graduations and silicone amount to be within specification. The actual device was not returned for evaluation. Without the device or a representative sample being provided, a more comprehensive investigation could not be performed. The reported issue could not be replicated. However, one (1) digital image (photograph) was provided from the customer depicting the reported event. In the photograph, one (1) amber barrel syringe with tip cap is pictured. The nominal measurement of the syringe cannot be seen and no identifying information can be confirmed such as lot number or product code. In the photograph, it appears the syringe is filled with a liquid substance to slightly past the 1 ml graduation and a small bubble can be observed within the tip and shoulder area of the barrel. Instructions for use (IFU), as printed on the unit carton, for the product indicate: after filling syringe, place cap on syringe tip to prevent leakage of medication; and the cap provided with this product is not vented. It is possible for there to be some displacement of air when the cap is applied. Application of the cap would not affect the amount of medication that has been placed into the syringe. The end user may then use common technique to verify the measurement by removing the air bubbles prior to reading the measurement by holding the syringe with the cap facing upwards, gently tap the side of the syringe to bring any bubble(s) to the top, remove the cap, and slowly push the plunger to remove any potential bubble(s). The reported condition cannot be confirmed. A root cause could not be determined. This complaint will be utilized for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submission date: (B)(6) 2018. Section correction/update: model number 8881903010. An investigation was performed for the reported customer complaint: ¿the customer states: when they draw the liquid inside the syringe and put a certain volume. When we put the cap, there is a big bubble that enters the syringe and pushes the piston. So at instead of having 1ml, the piston is stopped at 1.2ml and there is a big bubble. For narcotics in these syringes, the volume must be very precise. Unfortunately, this is not the case with these syringes. On syringes with larger volume, the difference is not apparent.¿ four (4) samples (opened) were returned for evaluation. No packaging or traceability information was returned with the samples. This product is not sold with a solution or medication in the syringe, but the samples contained an unknown liquid and an sds was not provided with the product. Since the contents of the syringe are unknown, functional testing of the syringes could not be performed. The samples were visually inspected for cracks that could cause air to be drawn into the syringe, but no cracks were observed. The reported condition was unable to be confirmed. A root cause could not be determined. This complaint will be utilized for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.